Manufacturer narrative:
H10: on (B)(6)2024, the field service engineer (fse) went to the customer site and replaced the power management (pm) printed circuit board assembly (pcba) per the service manual. The fse let the battery charge to full capacity and then ran the testing and verification procedure per the service manual. The device passed all tests including the internal battery test. The device was returned to the customer with no restrictions ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device would not hold a charge. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the biomedical engineer (bme) had already replaced the battery in an attempt to resolve the issue, but there was no change to the alleged issue. The customer stated that they were unable to troubleshoot the device over the phone and requested onsite service by a philips field service engineer (fse). This investigation is ongoing.